Event description:
The customer called and reported the insulin pump alarmed with no delivery. Customer's blood glucose was 441 mg/dl, which was treated with manual injection. The customer changed the entire infusion set but then received another no delivery alarm. When customer removed the infusion set, the cannula was slightly curved. During a fixed prime, insulin exited the cannula. It was explained to the customer the insertion site may have been occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.